Event description:
Device 2 of 2. Reference MFR report# 1627487-2012-04208. The patient received two leads with different lot numbers. It was reported the pt had fallen. An x-ray was taken and both leads had migrated. It was reported surgical intervention will be undertaken at a future date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.